Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4) .

Event description:
Adverse event(s): "unknown' (not information). Product problem(s): "cannula not securely attaching, wobbling during use" (no code available [syringe]). A nun reported that the cannula from a viscoelastic syringe was not securely attaching and wobbling during use. Patient impact remains unknown. Additional information has been requested.